Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 50 mg/dl. Customer's other blood glucose value was 80 mg/dl. Customer did receive a sensor updating and calibration not accept and change sensor alert. The customer was treated with food. Customer reported auto mode was not automatically delivering insulin at the time of low blood glucose event. Customer did not want to troubleshoot for low blood glucose. The device will not be returned for analysis.